Manufacturer narrative:
No contact lenses were returned to the manufacturer for analysis and no lot number was supplied for review. Coopervision is unable to investigate this incident further. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient states that she instilled a new pair of contact lenses on (B)(6) 2018 and by the evening her eyes were sore. The following morning the patient experienced difficulty opening the right (od) eye and sough medical treatment. The patient alleges she was diagnosed with keratitis and is unable to wear contact lenses for one month. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.